Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Removed and replaced within initial procedure. If explanted; give date: n/a (not applicable). Removed and replaced within initial procedure. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of a ar40m intraocular lens (iol) broke during insertion into the patient's operative eye. No surgical intervention required. No patient injury reported. No additional information was provided.

Manufacturer narrative:
Additional information device available for evaluation: yes, returned to manufacturer on: 1/15/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site. Visual inspection using magnification was performed on the returned sample. Loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Viscoelastic residue was observed on the lens. One of the haptic''s was observed distorted and detached. The detached haptic piece was not returned. No damaged was observed to the other haptic. The condition in which the returned lens was received is consistent with a lens that was handled and prepared for a surgical process. Based on the analysis of the return, there is no indication of product quality deficiency. The complaint issue reported was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.